Event description:
It was reported that the distal marker band along with the tapered tip located in the inner body of the stent delivery system came off on the guidewire as the physician was removing the stent delivery system from the patient¿s body. The marker band, tapered tip, and stent delivery system were removed along with the guidewire. There were no clinical consequences to the patient.

Event description:
It was reported that the distal marker band along with the tapered tip located in the inner body of the stent delivery system came off on the guidewire as the physician was removing the stent delivery system from the patient¿s body. The marker band, tapered tip, and stent delivery system were removed along with the guidewire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Analysis of the returned device revealed that the outer body and inner body were full of blood. The outer body was kinked on its proximal and distal shaft. The rhv was returned attached to the outer body. The stent was not in the outer body nor was it returned. The inner body was in the outer body. The inner body bumper marker was not protruding through the outer body distal end. The inner body was pulled out of the outer body and it was observed that the inner body had separated on its middle shaft and distal shaft junction and inner body distal shaft was on the guidewire. The inner body was jammed in the outer body. Efforts were made to pull the inner body out of the outer body but there was a lot of friction and attempts were successful. Review and analysis of the available information fails to indicate a definitive cause of the reported event.